Event description:
It was reported that stpck q-syte wht 360deg w/o nut cap ns leaked. The following information was provided by the initial reporter: "this is a report about leakage with 385407-zat. According to the customer's report, fluids leaked from stopcock q-syte of 385407-zat. The drug used is opdivo."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 2021-05-20. H6: investigation summary: a complaint of leakage from the stopcock was received from the customer. Photos and a sample were provided to aid in the investigation of this defect. Through inspection of the photo, no damages or defects were observed in the photo. The samples were then functionally tested per procedure. No leakage or defect was found on the product and the airtightness of the product was up to standard. The customer complaint could not be confirmed. A device history record review could not be performed on model 395242 because a lot number was not provided by the customer. A definitive root cause could not be determined as the failure was not replicated. A possible root cause could have been from an incomplete connection. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that stpck q-syte wht 360deg w/o nut cap ns leaked. The following information was provided by the initial reporter: "this is a report about leakage with 385407-zat. According to the customer's report, fluids leaked from stopcock q-syte of 385407-zat. The drug used is opdivo."